Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 595 mg/dl. Customer experienced moderate ketones. Elevated bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.